Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the issue had not been resolved. Patient's next appointments were march (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins. The patient reported that the battery was not put in properly because it is too close the skin and sticks out, it should be deeper farther away from the spine. It was that the manufacturer representative did a reprogramming and changed it from 50 vibes to 1000 a second. The patient reported that they got a b and c and was told to stay on each of them for one week. It was reported a seemed to work a little better, b had a very difficult time charging, and cannot use c because can¿t even charge it. No patient complications have been reported because of this event.